Event description:
It was reported that the pump was not working properly. The customer was transported by ambulance to the hospital due to experiencing diabetes ketoacidosis. Blood glucose level was not provided. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.